Event description:
Event occurred involving a plum 360 where the reporter stated that the pump was plugged in prior to patient going to ultrasound, but when patient returned, pump was off. There was no adverse event as a result of this event.

Manufacturer narrative:
It was stated that the device was not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed, and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. (B)(6).